Manufacturer narrative:
B5: upon follow up, it was reported antibiotic treatment was discontinued after 21 days. The patient recovered from cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and diarrhea. It was not reported whether the patient was hospitalized for the event. The same day as event onset, the patient was treated with ceftazidime injection (once daily, intraperitoneal, ongoing) and telithromycin injection (450 mg every 5th day, intraperitoneal, ongoing) for peritonitis. Pd therapy was ongoing. It was reported the patient was retraining on proper aseptic technique. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.